Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. During withdrawal, the angiosculpt device separated in two pieces. Although the separated portion occurred outside of the body, this is being reported conservatively. Recurrence of this malfunction could result in a prolonged procedure. Patient information regarding relevant tests/laboratory data, or medical history is unknown. This information was not available from the facility. The lot number was not provided, thus the following information are unknown: expiration date and manufacture date. The angiosculpt device was discarded, thus no product investigation was performed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was used to treat a calcified lesion in the lad with no issue during advancement. As the balloon was being removed from the lesion, resistance was noted and the shaft broke in two pieces. The shaft broke outside of the body approximately 1/3 of the way down from the hub and was able to be removed off of the guide wire. No patient injury occurred.